Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 04-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had let the ins go into overdischarge and it was unable to be charged. The rep reported that the patient was having the ins replaced. The rep reported that the lead contacts in the 0-7 port were frayed and had high impedances. The rep reported that the extension with the frayed wire was replaced and a new battery was implanted. The rep reported that all impedances were normal after connected. The rep also reported that the hcp was not able to pull the lead easily out of the header block in the 0-7 port. The rep reported that the hcp tried unscrewing the set screw many times and was finally able to pull the lead out. The rep reported that when the hcp examined the contacts, the wire was frayed and 4 of the electrodes had high impedances. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdi scharge. Analysis of the stimulation lead (serial number (B)(4)) found that the proximal end insulation was consistent with metal ion oxidation. If information is provided in the future, a supplemental report will be issued.